Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation:the device related to the reported event of deflation received on (B)(6) 2021 with lot number 2314812. Visual analysis of the returned device identified: opening and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed to a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device explanted and replaced.